Event description:
The customer reports observation of nonreactive atellica im hiv ag/ab combo (chiv) results for one patient which were discordant relative to alternate-method testing when using chiv lot 370. The customer identified result discordance for a male patient who initially produced reactive (positive) chiv results. The initial sample was sent to an external testing facility, where the reactive results were confirmed with molecular testing. According to laboratory protocol, a second sample was drawn and tested. Chiv results for this sample were reproducibly nonreactive. When this sample was tested at the external facility, a positive molecular result was returned. The customer expresses doubt as to which result (reactive or nonreactive) should be considered correct, but as the molecular test results were consistently positive, the nonreactive chiv results are considered potential false-negative observations. There are no allegations of patient harm or any other adverse consequences in association with the observed result discordance.

Manufacturer narrative:
A customer from outside the united states reported observation of nonreactive atellica im hiv ag/ab combo (chiv) results for one patient which were discordant relative to alternate-method testing. Follow-up nabt testing also produced nonreactive results. Siemens is investigating. Note: the observation was reported in association with a product which is distributed only outside of the united states. The reported PMA number is associated with a us form of the product (similar product).

Manufacturer narrative:
A customer from outside the united states reported observation nonreactive atellica im hiv ag/ab combo (chiv) results which were discordant relative to follow-up testing. MDR 1219913-2025-00129 was initially submitted on 01-jul-2025. Update, 28-aug-2025: siemens has concluded the investigation. The patient in question produced reproducibly reactive results in may, 2025, and later produced nonreactive results when a new sample was tested in june. The patient was confirmed reactive in molecular (pcr) testing by the public health institute (isp). Additional testing using elfa vidas and naat cobas hiv-1 also produced reactive results. Reagent issues were essentially ruled out as quality control (qc) results were within expected ranges, and no issues were observed with other patients. The patient in question is not known to be on anti-retroviral therapy. A list of known medications was reviewed by the siemens medical affairs department, and no known interferences were identified. Siemens offered additional testing of the sample, but the customer declined to provide a sample for testing. Based on the additional information, a specific cause for the observed discordance cannot be determined. No systemic product problem was identified. The customer is presently operational, using chiv lot 371. Note: in section h6, the codes for investigation findings and investigation conclusions have been updated.